Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, in 2015 (specific date not reported) patient experienced breakdown of the skin flap; subsequently 2 revision surgeries were performed (date not reported), the damaged tissue was removed and skin flap reconstructed. Cultures were taken and confirmed a staphylococcus infection, subsequently the patient was treated with antibiotics (type and duration not reported), however the issue could not be resolved. Explant and re-implantation is planned bilaterally but has not taken place at the time of this report, june 20, 2016.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2016. It was also reported that the patient experienced skin flap necrosis. This report is submitted on may 29, 2017.